Event description:
It was reported that the 9800 system remote user interface joystick would not work during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The control panel was disconnected and the system could be used w/o motorized function.